Event description:
The distributor in (B)(4) reported that during receiving and inspection of incoming products, a "pinhole" was found on two (2) of the five (5) sterile packages containing the 10 x35 x0.6mm sternum saw blades resulting in breach of sterility. The reported nonconformance was discovered at the distributor facility prior to distribution to an end user. There was no patient involvement with this reported problem.

Manufacturer narrative:
Evaluation findings: conmed linvatec received a box of five (5) "unopened" packages containing the sternum saw blades for evaluation. Visual examination of the returned packages found a "pinhole" on the corner of two (2) blister packages causing breach in sterility. The pinholes were in similar locations on the blister packages. The three (3) remaining packages in this box did not exhibit a pinhole. The packages were forwarded to the packaging engineer for further evaluation. After a thorough examination of the two samples, the engineer confirmed that there is a square puncture hole with a door hinge of material on one side coming from the inside towards the outside of the blister package. The investigation report concluded that the pinhole on the blister package was most likely caused by having the blade pressed into the blister as part of loading the product prior to sealing it. Of the lot containing (B)(4) units, there were no other reports received for this item and lot number combination. In addition, a 2-year review of the device complaint history showed of (B)(4) units shipped, there were no other reports received for this product. An investigation is in progress to address this reported problem. As with all medical devices, examination of the products occurs multiple times prior to use (shipping/receiving, distribution, storage and immediately prior to use). Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. Additionally, the product's instructions for use (IFU) warns: if packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately.